Event description:
It was reported that during a ptca/stenting treatment procedure, the quantum maverick monorail 15/3.0 mm balloon ruptured at 16 atms. The balloon was being used to post-dilate a cypher stent. The quantum maverick monorail balloon was removed and replaced with another balloon to successfully complete the stent placement procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.